Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device ak3352 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Status of product return? Did the needle break into 2 pieces? Did any needle piece fall into patient? Was it retrieved from patient? If yes, how? Was the procedure completed successfully? Any patient consequence/ae outcome as a result of the event report? Does the needle piece still remain in patient, if not retrieved? If yes, what tissue location is it located at? Any medical /surgical intervention done or planned at a later date? Patient current condition?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. The needle is cut by pulling on both sides. It is unknown what was used to complete the procedure. There were no adverse patient consequences reported.